Event description:
It was reported during a radial harvest procedure, the blade stopped working after residue was clogged in crotch of instrument. Used forceps to remove residue but blade would not function. No pt consequence.